Event description:
It was reported that the physician was performing an interrogation and the handheld computer would not get past the interrogation successful screen. Reporter states she did a hard reset and the second time the interrogation was attempted, it was slow to go past the interrogation successful screen. She states it took about 2 mins to complete, but they were able to interrogate the pt. The physician requested a replacement be sent. Old product has been requested, but has not been returned to manufacturer to date.